Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a laparoscopic hernia repair procedure and mesh was placed. The mesh loosened after the pt had a sneezing fit. A follow-up examination showed that the mesh partly loosened and hung down on one side. During the re-operation, it was found that only one absorbatack held in the symphysis area. The mesh was replaced with a different mesh.